Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a ¿white fibrous substance¿ was found adhered to the bung of a bd plastipak 30ml luer-lock syringe prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: two unused samples and one picture were received for inspection. On visual inspection of these two samples and one picture received, a white small particle can be observed inside both syringes. DHR of lot 1710208 has been reviewed not finding any annotation or deviation regarding the alleged defect. On inspection at 10x, the observed particles are polypropylene. These particles come from the molding and transport processes. Assembly station of this manufacturing line has a blowing system for particles and manufacturing line equipment is regularly cleaned according to procedure. Final products in this manufacturing line are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Investigation conclusion: on inspection at 10x, the observed particles are polypropylene. These particles come from molding and transport processes during manufacturing.